Event description:
Staff member utilized the cold compress and placed it on his forehead. He then felt a burning sensation on his left eyelid and left side of the face. It appeared that the cold pack leaked. The staff declined medical intervention and reported relief before shift ended. Investigation is ongoing and the staff is currently not available to provide clarification on how the cold compress was activated. The compress was discarded. The device information provided to this report is based on the remaining supply in the unit.